Event description:
It was reported that the patient had multiple gi bleed events. The patient started octreotide im injections on (B)(6) 2014 and has since only had one gi bleed event, soon after initiation of octreotide.

Manufacturer narrative:
Approximate age of device: 3 years and 6 months. Previous reports of gi bleeding are covered under manufacturer¿s medwatch #2916596-2014-00842 and #2916596-2014-01444. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Subsequent report of the patient¿s expiration is covered under manufacturer¿s medwatch # 2916596-2015-00366. A direct relationship between the device and the reported event could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced gi bleeding after being started on octreotide. The patient was re-admitted on (B)(6) 2014 with a hemoglobin level of 4.9 g/dl and was given a transfusion of packed red blood cells. A computed tomography angiography showed a right-sided colonic bleed that could not be embolized through interventional radiology. A colonoscopy was performed and showed a single cecal ulcer. A biopsy was done and a clip was placed. Hemoglobin was stable and the patient had normal brown stool. The patient was noted to be anemic on (B)(6) 2014. The patient was subsequently discharged home and remained ongoing on lvad support until (B)(6) 2014 when he expired due to an unrelated issue. The pump was not explanted.